Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to be charged and subsequently turned off despite using multiple usb cables, wall adapters, and outlets. Blood glucose level was not impacted.